Manufacturer narrative:
The field service representative (fsr) power cycled the unit and the batteries seemed to be charging again. She reviewed the logs and found that the power manager board had a high voltage reading and after that started showing the power supplies as failed. She release tested the power supplies and determined only the power manager needed to be replaced. The power manager board was replaced. As a precaution, the batteries were also replaced. The unit operated to the manufacturer's specifications. The suspect parts will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the batteries had a constant red battery condition, and did not seem to be charging. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was able to duplicate the issue. Upon observation the resistors are intact and undamaged. Pst measured the resistance across resistors r186, r159, and r122. He observed all the measured values to be 0l kilo ohm and demonstrates that these resistors to be open not as expected. Under microscopic examination he observed the resistors to have been over heated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During additional laboratory analysis, the product surveillance technician observed the charging circuit of the power manager board to function appropriately when used with partially discharged batteries. The system switched to battery and back with no issues observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.